Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of hypotube shaft profile and shaft polymer extrusion identified no kinks or damages. A microscopic examination of the extrusion shaft identified that the inner shaft and proximal markerband were flattened, at the site of the proximal markerband. Due to the damage in the inner wire lumen, it was not possible to pass a 0.014inch size wire through the site of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no tears in the balloon material. The device was attached to a pretested encore inflation unit (druck gauge). During an attempt to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, two pinhole leaks were observed in the balloon material. The pinholes were located over the damaged proximal markerband.

Event description:
Reportable based on the device analysis completed on 14may2025. It was reported that the balloon failed to inflate. The 80% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified mid-section of left anterior descending artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, inflation was held for 5 seconds and it was noted that the balloon failed to inflate at 0-12 atm. Furthermore, the contrast did not show the balloon was inflated, and there was contrast retention. There was evidence of a leak in the stent delivery system shaft or balloon. The device was completed with the use of another of the same device. No patient complications were reported. However, the device analysis revealed that two pinhole leaks were observed.